Event description:
The customer reported the system would not boot up. Per the malfunction list doc number (B)(4) rev 2, this is a reportable event. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.